Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump patient went to emergency room with blood in line, as they forgot to clamp. They were sent home after one hour as the reported event was resolved. There was a patient involvement and unknown patient harm/adverse event reported.